Manufacturer narrative:
(B)(4). Conclusion: there is no documentation that shows a causal relationship between the adverse events of hypervolemia and pulmonary edema and hospitalization and the liberty cycler. However, there is probable relationship among the adverse events and the comorbid condition of cardiomegaly as well as a temporal relationship between the pd therapy and patient non-compliance with the prescribed pd solutions and diet which resulted in hypervolemia leading to pulmonary edema as stated by the pd nurse. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file and hospital discharge summary were reviewed. On (B)(6) 2017 a caregiver for this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) called technical support stating they were concerned with the cycler performance as the patient was in the hospital for pain received after ccpd treatment completion on (B)(6) 2017. A review of the patient treatment record on (B)(6) 2017 was completed by technical support and documented that the treatment was completed with ultrafiltration (uf) 331ml. During a follow up phone call to the peritoneal dialysis (pd) clinic on (B)(6) 2017, the pd nurse stated that there was no issue with the liberty cycler, however, the patient was placing his solution bags near the air conditioner unit resulting in the bags being too cold and taking additional time to heat once on the heating tray. The cycler never gave any error and this would only occur during the first few steps of the treatment and the patient was able to complete treatment without any additional issues. Furthermore, the pd nurse stated that the patient did not experience any abdominal pain, but was hypervolemic. The patient was admitted to the hospital on (B)(6) 2017 after the patient¿s physician continuously advised the patient for two weeks to go to the hospital for a potential fluid overload issue. The patient dry weight was (B)(6) and experienced a weight increase to (B)(6). Per the pd nurse, the patient was most likely non-compliant with his prescription using only 2.5% dextrose when called for use of 2.5% and 4.25%, additionally consuming a high sodium diet and excess fluids to contribute to the fluid volume overload. Hospital discharge summary documents the patient was admitted on (B)(6) 2017 with a diagnosis of volume overload and pulmonary edema as the patient was (B)(6) above his dry weight of (B)(6). The patient denied any shortness of breath on admission. The hospital course called for intravenous (IV) diuretics as weight continued to increase despite treatment with metolazone 10mg oral (po) two times a day (bid) as prescribed by the primary physician and an increase in lasix to 80mg po bid. During hospitalization, the patient underwent imaging with results showing possible left renal stone, atelectasis and scarring in the right mid and lower lung and an appropriately placed pd catheter. While in the hospital, the patient¿s pd therapy utilized a 4.25% solution to remove the fluid and -IV lasix as well as metolazone. The patient was also diagnosed with hyponatremia and hypokalemia both which resolved with repletion. The patient was discharged in stable condition on (B)(6) 2017 and was to continue fluid restriction and low sodium diet and check weights daily. As of (B)(6) 2017, the patient weight decreased from (B)(6) and he continued to complete ccpd treatments without any reported issues.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's caregiver stated they are concerned with the cycler performance because the patient was at the hospital due to pain after his treatment was completed. The caregiver stated an "m31 air detected in cassette" alarm was received during treatment. Follow-up was made with the pd patient's clinic registered nurse (rn), who denied the patient having pain and confirmed that the patient did not have abdominal pain, but instead was volume overloaded. The patient was continuously advised by his physician to visit the hospital for about two weeks but the patient was ignorant, and the patient was admitted to the hospital for volume overload. The patient dry weight was 84kg and had increased to about 92kg due to overload. Per rn the patient's regular prescription was 2.5% and 4.25% low mg low ca , but he probably used only 2.5% dextrose and consumed a high sodium food and drank a lot of fluids which would have been the reason for volume overload. In the hospital, the patient was administered 4.25% to remove excess fluids and his diuretic medications were changed. The patient was discharged on (B)(6) 2017 in stable condition and was advised to use 4.25% along with 2.5% dextrose. Medical records were requested.